Event description:
Received information stating patient was hospitalized on (B)(6) 2014 due to high bg's (563 mg/dl). Patient was given intravenous insulin during hospitalization.

Manufacturer narrative:
No product has been returned for evaluation. As per customer no further assistance is required. Should new information becomes available a follow up MDR will be submitted.